Manufacturer narrative:
Further investigation of the patient sample confirmed the presence of an igm antibody which most likely caused the patient's high calcitonin results. Product labeling addresses interferences due to extremely high titers of antibodies to analyte-specific antibodies. The incidence rate of confirmed interfering factors is monitored on a quarterly basis.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys calcitonin immunoassay (calcitonin) on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. The initial calcitonin result from the e601 module was 1296.00 pg/ml. This result was reported outside of the laboratory. The sample was repeated on (B)(6) 2016 by the diasorin liaison method and the result was <1.0 pg/ml. On (B)(6) 2017 a new sample was obtained and the initial calcitonin from the e601 module was 1623.00 pg/ml. This result was reported outside of the laboratory. The sample was repeated on (B)(6) 2017 by the diasorin liaison method and the result was <1.0 pg/ml. The results of <1.0 pg/ml were believed to be more plausible due to the patient having a resection of thyroid glands between (B)(6) 2016 and (B)(6) 2017. The thyroidectomy had been performed prior to the results on (B)(6) 2016. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(6). The patient sample was submitted for investigation. The customer¿s high calcitonin results were reproduced. A general reagent issue can be excluded. The investigation is ongoing.